Manufacturer narrative:
Date of event: exact date unknown, event occurred in the past four months from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7071242 / 7071244.

Event description:
It was reported that the patient was experiencing severe pain at the ipg site. It was also reported that the patient was not able to sleep, stand or walk due to the pain and had been using lidoderm patch over the ipg site. The patient underwent an explant procedure wherein the ipg and leads were removed. The explanted devices were discarded.